Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, painful intercourse, worsened urinary incontinence, retention, leakage, vaginal irritation, abnormal vaginal discharge, abdominal inflammation, and urinary and vaginal infections. No further information has been provided.